Manufacturer narrative:
Patient information: unk. Date of event: unk. Implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -6.0 into the patient's right eye (od). The surgeon reports the lens has no central hole. Reportedly "eye and vision fine-no actions taken."

Manufacturer narrative:
H6-investigation code 3331: device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5-additional information: on (B)(6) 2022 an addition of a new pi was performed. The lens was initially implanted (B)(6) 2021. Claim# (B)(4).